Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. There was a stable output on every electrode pair using an oscilloscope across a 510 ohm load when connected to the cut end of the extension. Foreign material was found in the connector ports. The connector block, insulation coating and titanium can were scratched. The battery was expanded. Final device analysis revealed no significant anomalies for the lead extension. No failure was detected but the prod was out of spec. It was cut through which was suspected explant damage. The distal end was not returned. The proximal end was intact and undamaged. The continuity was acceptable. All multiple conductors were cut.

Event description:
It was reported that the neurostimulator was turned off due to the pt experiencing rectal pressure. The total device sys was removed. Further info is being requested from the co rep.